Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Elective replacement indicator was triggered on the same day as bpa alert. Premature battery depletion was noted. Patient was fine during and post procedure.